Event description:
During cataract extraction with intraocular lens implant the lens was improperly loaded into the unfolder cartridge. This necessitated removal and replacement of the implanted lens during which the capsule tore and a vitrectomy was performed.